Event description:
User facility medwatch received, states the right ventricular lead exhibited noise and pacing inhibition. It was also noted, that the patient was not feeling well. The lead was capped and replaced. The patient will continue to be monitored.